Event description:
On (B)(6) 2015, a dental professional informed 3m about a patient who required a root canal. This patient had a 3m espe lava ultimate cad/cam restorative for cerec crown secured with non-3m cement and adhesive. The patient, a (B)(6) male patient, received the lava ultimate crown on tooth #31 on (B)(6) 2015. The patient was noted as sensitive to temperature and diagnosed with irreversible pulpitis/acute periodontal issues (date of this diagnosis not provided to 3m). A root canal was performed (B)(6) 2015.